Event description:
The technician alleged the brakes were not holding. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters and brake block mechanism to resolve the issue.